Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 573 mg/dl at the time of incident and other relevant blood glucose levels were 550 mg/dl and 450 mg/dl. Customer stated that the blood glucose level was increasing even after increase in insulin delivery. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with manual injection. Customer alleging insulin pump was under delivering because the manual injection was lowering the blood glucose value. Customer assisted with troubleshooting and there was no leak and air bubble. Customer stated that the auto mode feature of insulin pump was inactive. Customer performed displacement test and high pressure test, however both tests were passed. Customer also performed self test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.